Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the pump was returned with corrosion in the battery compartment and moisture behind display lens. The battery compartment was cracked on the side from the threads to the cover. A leak test failed with a battery compartment leak. The pump cover was removed; moisture ingress found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was water behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.